Event description:
Procedure type: hysterectomy. According to the reporter: during the procedure the needle broke in half, x-ray showed the needle stuck in the vaginal cuff. Doctor removed and continued the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).